Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided. PMA/510(k) number: k013227.

Event description:
Doctor reported that after a stroke implant fractured at the collar of the implant and was removed. Screw placed inside the implant also fractured. Inflammation and pain were reported as a result of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) and unknown legacy zimmer screw were returned for investigation. Visual evaluation of the as returned products identified fracture around the collar of the implant and the threads of the screw, whose fragment could be seen in the implant drive feature. Device history record (DHR) review for the lot (1226120) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1226120) for similar events (complaint category keywords: functional: fracture: implant; screw) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed.